Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the iliac artery using packing coil lps and a non-penumbra microcatheter. During the procedure, the physician successfully implanted multiple lp coils into the target location. While advancing a packing coil lp into the target location, the physician met resistance. The physician retracted the packing coil lp and re-advanced it into the vessel; however, the coil would not take its intended shape and remained stiff and straight. The physician attempted to re-advance the coil twice, but the same issue occurred. The physician then decided to remove the packing coil lp. While retracting the packing coil lp, the coil unintentionally detached partially in the patient's anatomy and partially in the microcatheter. The physician attempted to flush the microcatheter with saline to push the detached packing coil lp into the target vessel; however, it would not move. The physician then advanced a guide wire into the microcatheter and attempted to push the packing coil lp into the vessel; however, it would not move. While exerting additional force to move the coil, the microcatheter backed out of the vessel. A snare device was then advanced to the packing coil lp. While removing the coil with the snare, the packing coil lp stretched and fractured. An angiogram was performed, and the fractured segment of packing coil lp was seen partially in the aortic aneurysm with the end within the internal iliac artery. The procedure was considered completed. There was no report of an adverse effect to the patient.